Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls, or hazard alarms were observed that would indicate the pod was over delivering insulin. No damages or defects were observed that would contribute to the pod over delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod continued to administer insulin even when the patient's blood glucose level fell below 60 mg/dl. Reports indicate that blood glucose levels decreased to 37 mg/dl while the pod was in use. The patient suffered a seizure as a result of hypoglycemia. Although the patient's physician was contacted, no medical intervention was given. The treatment involved juice and snacks.